Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0hmuq, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported getting the ¿sync up required¿ screen on the patient programmer. She had tried new batteries that had been in the fridge, but she didn¿t see ¿alkaline batteries¿ on the battery. She planned to purchase new batteries. She changed the batteries and it still showed the warning and picture of the sync button. The patient had an appointment on (B)(6) 2015 so the nurse could ¿take the warning sign off.¿ when she saw the message and pressed the sync key, nothing happened. The programmer wouldn¿t do telemetry with or without the antenna. No patient harm was reported. A new programmer was sent to the patient. The patient had a bone density test done in july and she had a warning sign on the top left corner with a sync button on the programmer when she turned it on. She never had a warning sign before, it wouldn¿t go away, and it was telling her to sync it when she turned it on. The patient wondered if the bone density could have affected the device in her back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received later reported that the replacement of the programmer batteries did not resolve the issue. The patient restated that it stopped when they had a bone density test. The patient stated they charge the batteries but it still did not work and was advised it was okay to do the test when she called. Additional information received 10 days later indicated that patient programmer won't synch since (B)(6) when patient had bone density test done and would like the manufacturer representative be present at her next appointment on (B)(6) 2015. The patient restated on the phone that when she turns the programmer on it shows a warning symbol and the synch sign. The patient was able to synch and was on 5.1 v, patient stated there are no programs on her programmer. This was because, she got a new programmer in (B)(6) because, her previous programmer would not synch. The patient would need to have programs put in during coming appointment. The patient was sent a new programmer and it appears to be functioning once bonded.